Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of (63 mg/dl) on the first day of pump therapy. The customer drank orange juice to stabilize bg level. Reportedly, the customer called the health care provider (hcp) who stated low bg was due to pump settings. The hcp changed the customers settings. Troubleshooting could not be performed with tandem technical support as the alleged issue occurred in the past. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.